Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he had high readings for the last 3 weeks. The customer stated that his blood glucose would not go down after exercise. The customer mentioned that he has not turned down his basal rates for exercise. The customer was assisted with performing the high pressure test. The customer stated that the pump alarmed at 3 units. The customer was advised to monitor the pump and call back if issues continue.